Event description:
Scissor tip cover was noticed to be slipping of during a robotic hysterectomy case. When scissor was removed from the cavity the silicone type material tip was missing. Cavity was searched still unable to locate tip. After removal of the port in the cavity tip was felt by the scrub tech and removed with a snap instrument at the facia level. Tip fully intact but a jagged small hole noticed on the side of the silicone type material. This hole we speculate allowed oil from the body to enter, lubricate and slide off during the case. This instrument is otherwise very hard to get on and off. This hole is undetermined to be a defect or a puncture hole inflicted by use. There was no harm to the patient, no unnecessary radiation exposure (x-ray) taken as the item was found and fully intact when removed. Case was extended 5-10 min during the search.